Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2323bcc swivelock® (batch 15501674) was received for investigation. Visual inspection noted that only the inserter and anchor were returned for evaluation. Additionally, the device's anchor was fractured, and the threads were warped. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is off-axis insertion, prying and leveraging the device, and improper bone preparation. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the device broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.